Event description:
The customer alleged that the head of the bed was going up and down on its own. No pt impact.

Manufacturer narrative:
The tech found the electrical box was inoperative. The tech replaced the electrical box assembly to resolve the issue.